Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were in emergency room for high blood glucose on unknown date. Blood glucose reading was over 400 mg/dl. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis